Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had a "defect" and the pump would not charge. There was no reported impact to customer's blood glucose. No additional information was provided.